Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effects of occlusion and stenosis are listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects of occlusion and stenosis, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported failure to achieve hemostasis could not be determined. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event: estimated. D4: primary UDI number: the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event: estimated. D4: primary UDI number: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
This article aims to discuss the safety and efficacy of the proglide device, compared with surgical cutdown and to other devices and the subsequent reason for which proglide has rapidly become one of the most used vessel closure devices to achieve an optimal access-site hemostasis and to obtain a shorter time to ambulation. The following adverse effects were mentioned to be related to the use of a proglide device: occlusion, stenosis, vascular complications. Specific patient information is documented as unknown. Details are listed in the attached article, "perclose proglide¿ for vascular closure."